Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr850 humidifier sounded a heater wire disconnect alarm after 15 hours of use with an rt340 adult dual-heated evaqua breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation and was visually inspected. A heater wire resistance test of the inspiratory and expiratory heater wire were carried out using a calibrated multimeter. Results: the resistance test revealed that the expiratory heater wire was within specification and the inspiratory heater wire was open circuit. Continuity testing and visual inspection revealed that the open circuit in the inspiratory limb heater wire was due to a break in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. Visual inspection revealed that the moulded plug was damaged. A lot check was not performed as a lot number was not provided. Conclusion: we are unable to determine what may have caused the observed damage on the inspiratory heater wire. Resistance tests and visual inspections are performed on all breathing circuits during production. Any circuit that fails is rejected. This suggests that the heater wire became open circuit after it was released for distribution. The customer has confirmed that the subject breathing circuit was in use for 15 hours before a mr850 alarm was observed, which indicates that the circuit became damaged during use. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. (B)(4).